Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed that all loss of primes were due to replace cartridge warnings or the pump not being primed three minutes after powering on the pump. An ez prime sequence and 24hr duration test were successfully completed with no alarms or loss of prime warnings duplicated. The force sensor was found to be out of calibration. The pump was opened, the force sensor resistance was found to be in specifications. No contamination or damage to the force sensor circuit was observed. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted a loss of prime warning and could not determine the cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.